Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple entire drawers failed. The customer reported that the issue affected the full drawers on the machine, and several drawers were not functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed on the station. A field service engineer reseated drawer controller board connector and retractor band connector to resolve the issue. The system functioned as intended after the field service engineer repaired the device.